Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD), the physician experienced difficulty inserting the is-1 terminal pin of the right atrial (ra) lead into the device header. There were no issues inserting the df-4 pin of the right ventricular (rv) lead. The system was successfully implanted despite the difficulties. No adverse patient effects were reported.